Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported issue. It was found that the image would disappear and show the connect cable message when flexed near the hdmi connector. Since the customer received a replacement and there are no repairs available for the device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer was provided with a replacement glidescope spectrum smart cable and the reported cable will be returned to verathon for further evaluation. The device has not been received at this time; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.